Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The threaded tip has been dislodged from the main part of the impactor handle. The product damage was identified during loan kit inspection, by the loan kit technician.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative:added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the threaded tip has been dislodged from the main part of the impactor handle." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the duraloc str cup impactor had signs of extensive and repeated use over the years. Additionally, the impactor insert had broken from the device, which is consistent with a weld breakage leading to the observed condition. Fragment was returned for evaluation. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: g1 (manufacturing site name). Corrected: h3. The expiration date (B)(6) 2099 in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the threaded tip has been dislodged from the main part of the impactor handle." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿media (8).jpg¿. The photo investigation revealed that '236071000, duraloc str cup impactor¿ had broken tip. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "the threaded tip has been dislodged from the main part of the impactor handle." The product was not returned to medtech orthopaedics; however photos were provided for review. See attachment ¿media (8).jpg¿. The photo investigation revealed that '236071000, duraloc str cup impactor¿ had broken tip. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.